Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 02/07/2017, that on (B)(6) 2017, the patient experienced a signal loss for over fifteen minutes, in addition to an adverse event. The patient stated that he had experienced signal loss for thirty minutes when he was experiencing hypoglycemic event. The patient stated that his wife called ambulance on (B)(6) 2017 due to hypoglycemic event with a blood glucose reading of 21 mg/dl. The emergency medical teams (emts) treated the patient with IV on the way to the emergency room (ER). The patient was admitted to the ER for approximately 1.5 hours until bg values reached 190 (mg/dl) and then was released the same day once the patient was stable. At time of contact the patient's condition was good. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.